Manufacturer narrative:
(B)(4) date sent: 01/04/2022 additional information was requested, and the following was received: what were the indications for surgery? Unknown did the patient receive any preoperative chemotherapy or radiation? Unknown what healthcare professional fired the device and what is his/her experience with the device? Pa or first assist (not exactly sure the title, but it was not the surgeon). Experience unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown was the device difficult to close? No report of difficulty to close. Was the device difficult to fire? No report of difficulty to fire. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. It was reported the device was unable to be opened after firing, but it was able to successfully be removed. Did the device eventually open per the IFU instructions? If not, how was the device removed (cut out, pulled with force, ect)? Yes, the device was removed successfully. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What is the current status of the patient? My last update was there has been no reports of any complications with the patient. H11: corrected data = h1: MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? It was reported the device was unable to be opened after firing, but it was able to successfully be removed. Did the device eventually open per the IFU instructions? If not, how was the device removed (cut out, pulled with force, ect)? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that during a colectomy the orange indicator line did not move at all during the closing of an ecs25b device. He stated they heard the click when joining the anvil to the device trocar. They got it to a closed position where they felt comfortable and fired. The doctor said he heard the breakaway washer and said that he was comfortable with the donuts from the anastomosis. He also mentioned that they were not able to open the device after firing, but they were able to successfully remove the device. The person who fired the device had a similar statement. She mentioned when she was closing the device the orange indicator would not move at all into the green tissue compression scale. She closed it all the way day and all the way up, but the line did not move. She also stated she heard the breakaway washer. The case was successfully completed. There were no patient consequences but there is a concern about potential leaking.